Event description:
New information received indicates that the lead was capped and replaced. Insulation anomaly was noted. The patient was unaffected by the procedure.

Event description:
It was reported that when the patient presented in clinic for routine device check high, out of range, high voltage lead impedance was observed. Further isometric testing, x-ray and dft testing were recommended. The decision was made to schedule the patient for follow-up in the next few months for lead testing. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.